Event description:
It was reported that during the implant procedure after repositioning the leadless implantable pulse generator (ipg) twice the patient began to feel bad. The physician immediately suspected a pericardial effusion. An echocardiogram was performed confirming the pericardial effusion. The physician started to drain the effusion, which did not stop by itself. A cardiac surgeon was called in and an emergency surgery was performed. A perforation was discovered at the apex of the right ventricle causing cardiac tamponade. The perforation was surgically repaired and the patient woke up fine from the anesthesia the next day, with no after-effect. The ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.